Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. Conclusion code: off-label use [over (B)(6) years of age at time of implant ((B)(6) yrs), previous corneal or refractive surgery]. (B)(4)

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -1.5/+1.50/079 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon noted refractive surprise and excessive vault. In addition, the icl was implanted "in a piggy-back condition." Reportedly, lens remains implanted.